Event description:
The pt was implanted with a left ventricular assist device. During discharge planning, the pt was asked to exchange his system controller to the backup system controller, with the vad coordinator present. The vad coordinator reported that the pt exchanged the system controller successfully, but the pump did not start. The vad coordinator tried pressing the buttons on the system controller, but the pump would not start. The pt returned to the original system controller and the pump started as expected, without any problem and with no symptoms. The pt was provided with another backup system controller and discharged home.

Manufacturer narrative:
The primary system controller was returned to the MFR for analysis and is currently in process. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.